Event description:
It was reported the patient experienced increased back pain and weakness in his lower extremities. A myelogram was ordered by a neurologist for diagnostic purposes since the patient had an ins. They planned to use the catheter access port (cap) to introduce the dye for the CT spinal myelogram. There was not an issue with the catheter at that time; there was not an event. The side port was accessed but they were unable to pull back fluid, therefore the procedure was aborted. The patient underwent a spinal procedure to administer the CT dye. The pump was delivering fentanyl and clonidine.

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type: programmer, patient. Product ID 8731, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).